Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They provided what the patient's weight was at the time of the event. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for other chronic/intact pain (trunk/limbs). It was reported that the patient had an overdischarge. Factors that may have led to the reported issue was the patient¿s compliance. They were unable to communicate with the clinician programmer or recharger. The issue was not resolved at the time of the report. Surgical intervention had not occurred, but was planned however not yet scheduled. It was asked but was unknown when the event occurred. No further complications were reported/anticipated.